Event description:
According to a report in a journal article, a pt presented with pain approximately one year post-operatively. It was noted on imaging approximately one year following implant date that a component of the implant construct was dislodged and one pedicle screw (unspecified manufacturer) was loose. A surgical procedure was performed to remove the component and the affected pedicle screw hardware.

Manufacturer narrative:
This info was obtained from a journal article. We have not obtained additional info regarding this event and the device; the role of the manufacturer's device in this event is unk. Device not available for evaluation.